Event description:
Depuy spine was made aware of legal action being taken by a pt who had a fusion in 2005. Few details were provided. Pt was implanted with titanium monarch hardware. Details imply that a product (screw) broke/fractured or separated causing pt to suffer pain.

Manufacturer narrative:
Little info was provided. As a result an investigation could not be completed at this time. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.